Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was stated that, the customer passed away due to blunt force trauma after falling off a bridge. Prior to the customer's death, the customer had checked his blood glucose on two different glucometers because, he had been having issues with low blood glucose levels. One glucometer gave a reading of 70 mg/dl and the other reading was 280 mg/dl. The customer treated his blood glucose based on the 280 mg/dl reading and at some point after that he removed the insulin pump, then fell to his death. The mother believed that the customer took 30 units of insulin. The mother agreed to return the insulin pump for analysis.